Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Journal article and guidance document attachments are too large for medwatch submission. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "incidence of distal femoral periprosthetic fractures after total knee arthroplasty" written by tyler welch, m.d., richard iorio, m.d., andrew j. Marcantonio, m.d., michael s. H. Kain, m.d., john f. Tilzey, m.d., lawrence m. Specht, m.d., and william l. Healy, m.d. Published by bulletin of the hospital for joint diseases 2016;74(4):287-92 was reviewed. The article's purpose was to identify the incidence of distal femoral periprosthetic fractures following tka at one institution using one knee implant over a 16 year interval. The article reports all implants were depuy pfc sigma knee system and implanted from 1994 to 2010. Data was compiled from 21 patients and each patient is captured individually. It is noted that type I fractures are nondisplaced with well-fixed prosthesis, type ii are displaced with well-fixed prosthesis and type iii indicates loose femoral prosthesis. Cement manufacturer is not identified and patella resurfacing was not performed. This complaint captures case no 13 of a female who experienced a type ii femoral periprosthetic fracture at the age of 81.3 years which was treated with a orif locking plate.